Event description:
It was reported that a patient went on a trip and temporarily turned the implantable neurostimulator (ins) off when going through airport security. Her bladder control symptoms returned, so she turned the ins back on and her symptoms were controlled. The patient was reprogrammed and since then she felt less stimulation and it wasn¿t managing her symptoms as well. She could turn the ins on and off and adjust settings just fine and it was confirmed the ins was on. The patient thought she needed to reprogram her device. It developed a problem after an airplane trip and it was no longer performing correctly. Both of her representatives would be away in june and there were no appointments available until they returned. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was experiencing having loss of therapy (a couple months). The patient was having symptoms since being on a plane. The patient thinks she turned implantable neurostimulator (ins) off before going through security gate. The patient was not sure if she was using the programmer correctly. Patient services reviewed programmer will go off by itself in a couple min. The patient synched while on the phone. The patient stated she sees the lightening bolt, program 2 at 3.7. Programmer battery level about 1./ to 1/2 full. Patient services reviewed she has been at 3.7 for about 3 weeks. The patient then tried to synch again and said the lightening bolt was gone. Patient services reviewed programmer buttons. The patient tried again and got poor communication, then programmer did communicate, then once again got poor communication. Patient services reviewed how to increase stim. The patient increased to 3.9 and then got poor communication again. The patient tried repositioning antenna. The patient was feeling a little stimulation at 3.9 . Patient services reviewed the patient may not feel stimulation all the time. Patient services ordered new programmer antenna to help with poor communication. The patient considered this a sudden change in therapy/symptoms. The patient stated therapy worked for 2 years and then all of a sudden not. Event date was noted as (B)(6) 2015. The patient met with representative about 2-3 weeks ago. It was noted: patient programmer/ ptm antenna - damaged.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0m0yu, implanted: (B)(6) 2014, product type lead. (B)(4).